Event description:
It was reported that after a firmware update, the user experienced continued dexcom g7 connectivity interruption with the ilet despite serial number reentry and bluetooth toggling, and was advised this represented signal loss with an expected reconnection window. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included user-guided troubleshooting and education focused on sensor pairing and reconnection steps. Investigation of this case revealed intermittent cgm-to-ilet communication loss, consistent with known signal disruption between the cgm transmitter and the ilet receiver component. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication interruption related to cgm signal loss.